Event description:
This patient was undergoing coil embolization within mildly calcified and tortuous middle cerebral artery. While using the first coil, the physician stopped and withdrew the coil, but the coil unraveled inside the microcatheter (mc). He used another coil the same size, but this coil was unraveled. He used the gdc coil, however, he felt large friction between the gdc coil and mc. The mc was removed and a kink was noted at the area 50 cm from the hub on the shaft. The mc was replaced with a new one and completed the procedure successfully. There was no adverse consequence to the patient.

Manufacturer narrative:
This is one of three products used on the same patient. MFR report #105816-2005-00383, MFR report #1058196-2005-00384, & MFR. Report #1058196-2005-00385.